Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a cal error alert, a change sensor alarm, and a sensor error alarm. The customer's blood glucose level ranged from 40 to 80 mg/dl. The customer treated with juice and bread. The customer declined to troubleshoot due to the trainer adjusting her settings. Customer stated she did not believe the low readings were due to the insulin pump. Nothing was replaced or returned for analysis.